Event description:
It was reported that during the implant procedure, the helix could not extend completely so the lead could not be fixed although physician made several attempts. The physician replaced it with another lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.